Event description:
It was reported that the pacing lead impedance increased. High impedance and pacing lead impedance were confirmed when the pocket was re-opened to test the lead via analyzer. Fluoroscopy showed a possible separation of the lead proximal to the distal coil. The lead was capped and replaced.